Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Reported device not marketed in the us; however, devices that share common processes are. MFR site eval: samples received: 7 unopened units. There are no previous complaints of this code/batch. There are no units in OEM stock. Tested the needle attachment of the samples received and the results fulfil the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: na. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). Needle detached from thread.